Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, itchy, open, weeping sores under the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. Although the patient's nurse assessed the skin irritation there is no indication that the patient received medical intervention. Outcome of the irritation is unknown.